Manufacturer narrative:
Philips service replaced the geometry module and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the c-arm moved slightly in an unintended direction during pm on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.